Manufacturer narrative:
Manufacturer's investigation conclusions: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The hm3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 34 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient was expired and the device was not explanted. No further information was provided.